Manufacturer narrative:
Customer called from the ICU to report the "fo sensor module failure" message, and the loss of the bp and arterial waveform on the screen. Explained the message to a getinge representative advised him to report the pump to their biomed department, and to switch for another pump if available. The information was gathered for a complaint and he does have another pump nearby. He did not need assistance in changing pumps and the call ended. Several minutes later alex called back to say the the new pump was displaying "fo sensor failure". Walked him through steps to move to the fluid filled lumen of the iab and transduce. This was successful- and information was gathered for the iab complaint. They will save the iab for return to getinge and a kit will be sent to the ICU department. There was no information receivedabout service details. The investigation shall be closed. If any new information received the complaint will be reopened and update it. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified "fo sensor module failure" message, and the loss of the bp and arterial waveform on the screen. The unit was swapped out to continue therapy. Several minutes later called back to say the new pump was displaying "fo sensor failure". Customer was informed of steps to move to the fluid filled lumen of the iab and transduce. Patient reportedly stable without adverse affect.